Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a faulty power supply. In consequence the correction to replace the power supply resolved the issue. There was no patient or user harm.

Event description:
Can you please take a look at the attached log. The customer reported that the t1 shut down during an internal transfer. There is no evidence of this in the log. There is however concerning data in the log. Item 626 turn flow sensor item 200-201 ac to battery then battery at 15% we cannot determine when ventilation began as the log is incomplete with nothing from when the patient was put on the vent. I removed the ventilator and ran it on battery in my office without any problems as you will see from the second log file. I have since ran the ventilator for 24 hours continuously intermittently switching to battery and back to ac without any problems. Can you tell me why the log file is truncated only beginning on the 26th with 999/2020-04-26 19:22:12/!!! /high minute volume do the military t1 only hold 1000 log file entries? Is there any way to get the full logs?